Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient remained hospitalized and was recovering from the event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.